Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise that resulted in delivery of inappropriate shocks in two separate episodes. Technical services (ts) discussed troubleshooting options including obtaining an x-ray to review the electrode connection to the device header. The noise was unable to be reproduced. Surgical intervention was undertaken. Upon opening the device pocket, a sharp bend was noted in the electrode where the electrode exited the device header. The device and electrode were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. The product has been received for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Patient code of 3191 used to capture the reportable event of surgery.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise that resulted in delivery of inappropriate shocks in two separate episodes. Technical services (ts) discussed troubleshooting options including obtaining an x-ray to review the electrode connection to the device header. The noise was unable to be reproduced. Surgical intervention was undertaken. Upon opening the device pocket, a sharp bend was noted in the electrode where the electrode exited the device header. The device and electrode were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.